Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on unknown date with unknown blood glucose level. It was unknown if the auto mode was active or not at the time of incident. Customer reported 4 different hospitalization due to high blood glucose. No further patient complications were reported. The insulin pump will not be returned for analysis.